Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of intimal dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a heavily calcified right coronary artery intervention, the 4.0 x 28 mm xience sierra stent delivery system was advanced into the patient anatomy; however, due to the patient anatomy, the device was unable to cross to the target lesion. The device was removed without resistance and angiography noted a dissection, presumed to be caused during the xience sierra failure to cross. The physician implanted a 4.0 x 33 mm xience sierra stent to treat the dissection and the target lesion. Intravascular ultrasound (ivus) noted that the dissection was sealed and the target lesion was fully treated. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.